Manufacturer narrative:
As reported, 5mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used for pre-dilation. After it was delivered to the lesion and started the inflation, leakage was confirmed from its shaft part. The device could not be inflated. Therefore, it was replaced with a new 5mm 6cm saberx (radianz) and it could be inflated. It was changed to new balloon catheter (6mm*4cm) for size-up. A smart stent was implanted, and the procedure was completed. There was no reported injury to the patient. The lesion was the bilateral iliac artery with stenosis. An approach was made from the left radial artery. After a non -cordis guiding sheath inserted to the origin of the iliac bone, a guidewire (0.014 vassallo) crossed the right stenosis part. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop or the protective balloon cover. No kinks or damages were noted prior to inserting the product into the patient. There was moderate tortuosity within the vessel. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The device was returned for analysis. A non-sterile ¿saberx radianz 5mm4cm 190¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, and no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received uninflated, and no abnormal conditions were observed during the unaided eye inspection. Functional testing was performed, an applicable guidewire sample was inserted into the unit. Next, an inflator/deflator device was attached to the inflation port, positive pressure was applied to reach the rated burst pressure. During this test, a leak was observed in the shaft of the catheter. Due to the observed leak, a high magnification evaluation of the affected area was performed to determine the possible cause. This analysis revealed the presence of a puncture along with scratch marks around it on the superficial area of the shaft. These scratch marks and punctures are typically attributed to the interaction of the affected material with sharp-edged objects. The reported ¿body/shaft leakage¿ was confirmed during analysis of the returned device as a leakage was noted during functional analysis. However, the exact cause of the damage cannot be determined. Analysis revealed the body/shaft was punctured from the outside with scratch marks around the superficial area of the shaft. Based on the information available, the damages were caused by the interaction of the shaft material with a sharp object. It is likely vessel characteristics with moderate tortuosity likely contributed to the reported event as evidenced by device analysis. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, 5mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used for pre-dilation. After it was delivered to the lesion and started the inflation, leakage was confirmed from its shaft part. The device could not be inflated. Therefore, it was replaced with a new 5mm 6cm saber (radianz) and it could be inflated. It was changed to new balloon catheter (6mm*4cm) for size-up. A smart stent was implanted, and the procedure was completed. There was no reported injury to the patient. The lesion was the bilateral iliac artery with stenosis. An approach was made from the left radial artery. After a non -cordis guiding sheath inserted to the origin of the iliac bone, a guidewire (0.014 vassallo) crossed the right stenosis part. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop or the protective balloon cover. No kinks or damages were noted prior to inserting the product into the patient. There was moderate tortuosity within the vessel. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 5mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was used for pre-dilation. After it was delivered to the lesion and started the inflation, leakage was confirmed from its shaft part. The device could not be inflated. Therefore, it was replaced with a new 5mm 6cm saber (radianz) and it could be inflated. It was changed to new balloon catheter (6mm*4cm) for size-up. A smart stent was implanted, and the procedure was completed. There was no reported injury to the patient. The lesion was the bilateral iliac artery with stenosis. An approach was made from the left radial artery. After a non -cordis guiding sheath inserted to the origin of the iliac bone, a guidewire (0.014 vassallo) crossed the right stenosis part. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop or the protective balloon cover. No kinks or damages were noted prior to inserting the product into the patient. There was moderate tortuosity within the vessel. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The device will be returned for evaluation.